Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in bd2 trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
Case ID: (B)(6). Case status: open. Summary: call-back customer from voicemail (npi). Case notes: problem description: (B)(6) 2018 15:57:45 (B)(6). Returned (B)(6) voicemail. Customer had an issue with process to flash the operate software onto 8100 device. He'd receive the error message 200.4050 (incompatible software). He was stepped through the process to resolve mismatch software versions.